Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/ pregnancy (with complications)") and pelvic pain ("severe pelvic pain/pain") in a female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section and multiparous. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced hypersensitivity ("allergic reaction") with allergy to metals. In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, dysgeusia, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure was successfully occluded most recent follow-up information incorporated above includes: on 19-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Case updated to incident. Plaintiff¿s demographics and historical condition added. Essure indication updated and lot number added. New events pregnancy (with complications)/pregnancy (ectopic), abnormal bleeding (vaginal, menorrhagia) and device ineffective were added. Nickel allergy was added as symptom of hypersensitivity reaction. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/ pregnancy (with complications)") and pelvic pain ("severe pelvic pain/pain") in a female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section, multiparous, gravida ii and parity 2 ((B)(6) 2004). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced hypersensitivity ("allergic reaction") with allergy to metals. In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, dysgeusia, weight increased, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy (ectopic)/ pregnancy (with complications)") and pelvic pain ("severe pelvic pain/pain") in a female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section, multiparous, gravida ii and parity 2 (on (B)(6) 2004). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced hypersensitivity ("allergic reaction") with allergy to metals. In (B)(6) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), dysgeusia ("parageusia") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, hypersensitivity, dyspareunia, menstrual disorder, dysgeusia, weight increased, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysgeusia, dyspareunia, ectopic pregnancy with contraceptive device, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure was successfully occluded. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received. Events depression and mental anguish were added. Patient, product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.